Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose level and the little holder lip just broke in half and one side fell off and then one side fell off and the other fell off and reservoir was unable to lock in place when inserted into pump. The customer¿s blood glucose level was 407 mg/dl then 145 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.